Event description:
Ous MDR - it was reported that, after an implantation time of about 59 months, the patient had to undergo surgery on (B)(6) 2013. The operation was not related to the pacemaker system. Briefly after the operation, the ECG showed a flat line (av block). The patient had to be revived. The pacemaker was exchanged on (B)(6) 2013.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the pacemaker housing. The connection system of the pacemaker was examined mechanically. The screw and the spring element of the lead connection were normal. A lead inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimension was within the dimensions defined in the is-1 standard. Next, the implant first underwent a status interrogation. The battery state was "eri" due to cold storage and transport conditions. The analysis of the memory content showed proper device behavior. The eri state was then reset successfully, and the pacemaker's ability to provide therapy was checked. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was proper. The pacemaker showed behavior according to specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies during this. The device was capable to provide therapy without restrictions. In summary, the device is within specifications both regarding the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.